Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The 5 volt power supply was adjusted as a precautionary measure. The system operates as intended.

Event description:
The customer reported the system would not display a usable image. No pt injury was reported.